Manufacturer narrative:
The devices were confirmed for falling apart.

Event description:
Caller reports a box of safe-t-pro plus has lancets missing the protective caps. Caller also states lancet protrudes beyond the end cap of the safe-t-pro plus device. No adverse event reported. Requested return of suspect device and replacement was sent.